Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Some / service returns were for issues similar to the reported complaint or similar to the service history. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. A review of the device history record showed the device had a manufacture date of 19 jun 2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. Some / service returns were for issues similar to the reported complaint or similar to the service history. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. A review of the device history record showed the device had a manufacture date of 19jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There was no patient involvement.